Manufacturer narrative:
Please reference the user medwatch report submitted to zoll medical by the customer. Additional info from user facility report: (B)(4).

Event description:
Complainant alleged that while defibrillating a (B)(6) female pt the device discharged three deliveries of energy to the pt. The defib electrode pads were removed and a burn mark was noted on the pt below the anterior electrode. Additional info from user facility report: pt went into v-fib in cardiac cath lab. Defibbed x3 successful. After defib burn noted to pts left chest below anterior pad. Burn mark on chest matches burn on defib pad.